Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the first clips were fired correctly, but the next clips did not close on the vessel after firing. Another clip applier was used to complete the case. Due to the device issues, the surgical time was extended for approximately 30 minutes. There was no patient injury.